Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that while the patient was wearing the pod for approximately 5 to 24 hours, the patient¿s blood glucose level increased to over 13.9 mmol/l (250 mg/dl) despite insulin administration. It was noted that the cannula became dislodged from the infusion site (abdomen) while the adhesive remained securely attached to the skin. As treatment, a new pod was applied.